Event description:
The customer reported to olympus during a unknown procedure, no image displayed when the 4k camera head was connected to otv-s400. There was only color bar on the monitor. The procedure was stopped and not completed. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the cable unit was damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, although both phenomena are identical phenomena (no image), each faulty part may be the cause of each phenomenon. (1) the phenomenon (no image) occurred seemingly due to damaged cable unit causing communication failure. (2) the phenomenon (no image) occurred seemingly due to damaged electrical connecting portion causing contact failure. The cause of the damaged cable unit and the damaged electrical connecting portion could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The following is stated in 4.1 in the instruction manual [4k camera head olympus ch-s400-xz-eb operation manual] which could have prevented the phenomenon: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. When attaching and detaching the sterile camera drapes or wiping the camera cable, be careful not to apply excessive force to the camera cable. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.